Event description:
During an endoscopic saphenous vein harvesting procedure, the conical dissector tip detached from the unit. Based on the available information, it is unknown if the conical tip detached while inside or outside of the patient.